Event description:
Physician was performing a vt ablation when he heard a steam pop. The patient experienced bradycardia and hypotension. The patient required pericardiocentesis. Patient was stabilized and monitored for several days. Care team believes the catheter generated a temperature variation during the procedure.what was the original intended procedure?vt ablation.device #1is this a laboratory device or laboratory test?no.